Event description:
Three hours into hemodialysis patient c/o severe chills. Temp. 99.4. Pt given blanket at 5:30/ 15 minutes later patient still chilling. Treatment terminated at 5:55 p.m. Post treatment chilling subsided. Pt had no sign of infection. Blood cultures x 3 all negative and dialyzed on subsequent treatments without difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.